Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states a patient's right ventricle lead exhibited noise episodes. No intervention was performed. No additional adverse patient effects were reported.